Event description:
Reporter indicated that their dell handheld would not power on. The handheld was plugged into the wall for 24 hrs, but it would not turn on. A replacement was sent. The handheld was returned to manufacturer for analysis. Product analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.